Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon was using a drill bit and the tip broke off. Surgeon was unsuccessful removing the broken piece, remains in the pt. No further info is available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.